Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock. Analysis of the system was performed, noise, oversensing and loss of capture were determined to be present. Additionally, high within range impedance measurements were observed. X-rays were performed. This system was reprogrammed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the x-rays performed confirmed the placement of the electrode being higher than optimal. Troubleshooting options and further monitoring of the patient were discussed. This system remains in service. Additional information was received detailing that the system reached high out of range shock impedance measurements. Further evaluation and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that a follow up was performed along with x-rays. Further evaluation was discussed. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock. Analysis of the system was performed, noise, oversensing and loss of capture were determined to be present. Additionally, high within range impedance measurements were observed. X-rays were performed. This system was reprogrammed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the x-rays performed confirmed the placement of the electrode being higher than optimal. Troubleshooting options and further monitoring of the patient were discussed. This system remains in service. Additional information was received detailing that the system reached high out of range shock impedance measurements. Further evaluation and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock. Analysis of the system was performed, noise, oversensing and loss of capture were determined to be present. Additionally, high within range impedance measurements were observed. X-rays were performed. This system was reprogrammed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the x-rays performed confirmed the placement of the electrode being higher than optimal. Troubleshooting options and further monitoring of the patient were discussed. This system remains in service. Additional information was received detailing that the system reached high out of range shock impedance measurements. Further evaluation and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that a follow up was performed along with x-rays. Further evaluation was discussed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that another follow up was performed with extensive testing in multiple positions. No significant noise was observed. Further troubleshooting was discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock. Analysis of the system was performed, noise, oversensing and loss of capture were determined to be present. Additionally, high within range impedance measurements were observed. X-rays were performed. This system was reprogrammed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the x-rays performed confirmed the placement of the electrode being higher than optimal. Troubleshooting options and further monitoring of the patient were discussed. This system remains in service.